Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, when attempting to place the left ventricular (lv) lead, it pulled back into the coronary sinus. The lv lead also exhibited loss of capture and high thresholds post slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.